Event description:
It was reported that an unspecified issue with the cgm occurred that resulted in a hypoglycemic event. As the patient is memory impaired, he was unable to recall if the cgm had failed to alert for low or if it failed to display a value. On (B)(6) 2022, the patient was moving into a new apartment, had not been monitoring his cgm values and stated he experienced a seizure and lost consciousness. The receptionist in the apartment lobby witness the event, called emergency medical services (ems) and the nurse in the assisted living building next door. While waiting for ems, the nurse treated the patient with sugar orally, and when ems arrived, the patient was alert but disoriented. Ems evaluated the patient, his bg was in normal range and the patient declined transportation to the hospital. Additional carbs (orange juice, bread) were provided to the patient and he recovered. No product was provided for evaluation. The complaint confirmation was unable to be determined. The probable cause was not determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.